Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results on one (1) patient sample that resulted positive when using the simplexa covid -19 direct assay, but was negative upon repeat with an unknown method. Run analysis of the simplexa results showed one (1) sample that was detected (ID# (B)(4)) with s gene CT = 28 and orf1ab CT = 28.8. It has not been communicated by the customer how the sample was supposed to be negative. Batch record review showed the critical component, reaction mix mol4151, lot# us12592, met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing. Retains of the suspected device were tested for ic failure complaints with 14 ntc replicates with zero (0) occurrences of false positive in either the s gene or orf1ab targets. No malfunctions occurred during retain testing. Issue unconfirmed. It is most likely the cause of the false positive result was the contamination that was confirmed at the customer's lab. Fas confirmed environmental contamination with the instrument, pipettes, and throughout the lab after performing environmental swab testing. The contamination is due to the following: - the instrument does not have monthly environmental testing scheduled. - the customer does not use a biosafety cabinet or negative pressure hood when they load the dad disc. Instead they load the disc behind a regular faceshield, potentially exposing the disc to more contamination. The fas is re-training the customer on assay setup practices as well as assisting with decontamination of the lab and instruments. This is the 1st complaint on mol4150, lot# us12591 for suspected false positive results, but is unconfirmed.

Event description:
Diasorin molecular llc received a complaint alleging false positive results on one (1) patient sample that resulted positive when using the simplexa covid -19 direct assay, but was negative upon repeat with an unknown method. Although the false result was reported to a clinician, the customer confirmed the diagnosis and treatment was not impacted by the false result. No alleged harm occurred. Patient health information and sample collection method was not provided